Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed.the device manufacturing quality record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Lot number not communicated.

Event description:
It has been reported that the (B)(6) 2017, an hospitalization for the management of a fracture of the femoral pivot of left total hip prosthesis on an aseptic loosening was performed.

Manufacturer narrative:
Complaint number: (B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, a4, d4, d7, d10, e1, g1-2, h2, h3, h6, h10. The product analysis shows that the stem was damaged on the external side at the locking screw level. The most probable cause is that the stem has been damaged during implantation when the locking screws have been inserted (screw not align with stem holes). This leads to a weakness and to the stem fracture. Therefore, the product analysis confirmed the reported event. The review of the device manufacturing quality couldn¿t be performed as the documentation could not be retrieved. Only the current complaint has been recorded for aura reconstruction revision stem 12mm left, reference p0134h12, batch 99/bjx/097 within one year. The most probable cause is that the stem has been damaged during implantation when the locking screws have been inserted (screw not align with stem holes). This, combined with the normal wear of the stem (implanted in 1999 and explanted in 2018) could have caused the stem fracture. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient underwent a revision of a total hip prosthesis due to a mobile femoral stem on (B)(6) 1999. The aura reconstruction revision stem 12 mm left was implanted with a two screws distal locking. On (B)(6) 2018, the patient was hospitalized for the management of a fracture of the femoral pivot of left total hip prosthesis aura reconstruction revision stem 12 mm left on an aseptic loosening. No other adverse consequences were reported.